Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ during a supply change and repeatedly presented alert 38 indicating a motor stall, consistent with a failure to infuse associated with the motor component; the user restarted the device and removed supplies per guidance, yet the alert persisted and the user was directed to resort to alternate therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting and a device problem characterized as failure to infuse, with the motor implicated as the affected component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.